Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a in. Pact av access balloon catheter was used to treat the venous outflow of the left arm. Approximately 22 months post procedure patient suffered from prolonged bleeding and was treated with a non-medtronic pta in the venous outflow (target vessel). The patient recovered. The investigator and sponsor assessed the event as not related to index device, procedure or paclitaxel.